Event description:
It was reported that the video telescope shaft was loose. The event occurred during pre-use inspection there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was an abnormal image, the electrical contact in the video connector was corroded, and there was insufficient light for the video telescope. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the following led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video telescope shaft was loose. There were no reports of patient harm.